Event description:
The customer reports, during an endoscopic retrograde cholangiopancreatography (ercp) using an evis exera iii duodenovideoscope and a single use distal cover, the patient experienced significant trauma in the duodenum. The physician states this has happened with each use of the scope. Additional details have been requested regarding the patient and reported event (and to verify how many occurrences there are). At this time, no additional information has been provided. Case with patient identifier (B)(6) reports the scope used in the procedure. Case with patient identifier (B)(6) reports the single use distal cover used in the procedure.